Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The ccm was replaced, and release testing was performed. The unit operated to the manufacturer's specifications. This complaint is related to (B)(4) / MFR# 1828100-2023-00372.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) was booting up with a black screen. After several power cycles, the ccm displayed a checksum error. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Updated blocks: d4, d9, and h6. During laboratory analysis, the product surveillance technician (pst) observed as received that the central control monitor (ccm) booted with a disk boot failure. It was found that the coin cell battery was depleted measuring 0.8 volts (v) where it was expected to be around 3.0v. A substitute lab use only (luo) coin cell battery was installed and the basic input output system (bios) was reset, correcting the issue. It was determined that the depleted coin cell battery caused the loss of the bios information, disk boot failures, and blank screens at power up. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.